Event description:
It was reported that the customer was hospitalized for dka. It was indicated that the customer was vomiting. Troubleshooting was performed. The programming and histories on the pump were acccurate. In addition, a fixed prime test was completed. The customer was unable to continue testing because customer was at work.